Event description:
The customer reported to olympus that the single use 3-lumen sphincterotome v papillotome broke during a therapeutic procedure. The procedure was completed with the same device. There was no adverse impact to the patient.

Manufacturer narrative:
Correction to g3 of the initial medwatch; the aware date should be 18-jun-2023 (and not 03-aug-2023). Additionally, correction to b5 and h6 component code for incorrect event description; d10, e2, e3 for information inadvertently left out; and h10 for incorrect device inspection results. The customer's complaint of broken papillotome (cutting wire) was not confirmed. The distal end of the guidewire where the cutting wire was located was damaged and detached. The distal end of the guidewire was examined under a microscope and the cutting wire came completely detached from the plastic portion of the distal end; however no portions of the cutting wire appeared missing. The coated portion of the cutting wire was also inspected and there was no damages or missing portions. The handle was inspected and there appears to be no cracks or discrepancies. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the broken cutting wire cannot be identified since the malfunction as not reproduced. The event can be detected/prevented by following the instructions for use which state: - "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. - when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. - do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. -when activating output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. Activating output in the ¿coagulation¿ mode could break the cutting wire." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the single use 3-lumen sphincterotome v papillotome breaks during a therapeutic procedure. The procedure was completed with the same device. The device was evaluated, and it was found that the knife wire was broken and damaged. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.